Manufacturer narrative:
Devicename: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The central line was inserted and after the catheter was placed and the wire guide was being pulled out the coiled part of the wire guide unraveled. A central line was eventually successfully placed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.